Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced an overinfusion. This occurred during infusion of 61.95ml of fluorouracil diluted with 33.05ml of an unknown solution. The total infusion time was 34 hours, with the expected infusion time being 46 hours. There was no patient injury or adverse event in association with this event. No additional information is available.